Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 6.4 mmol/l. The customer stated when she want to set bolus, numbers increased alone. The customer stated that there is no significant events leading to keypad issue. The customer was advised to revert to backup plan. The customer insulin pump is iw and we will replace it.